Event description:
It was reported that the patient's pump was difficult to fill. There were problems related to pressure and also with getting the correct amount of medication into the pump a few different times. The alarm date had been off on the pump. A few times, it had the wrong amount. The patient had no symptoms. The physician reported that the pump was replaced since the patient's pump was on the propellant recall list. The patient outcome was reported as "no injury". The medication being delivered via the device system was fentanyl.